Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, when clipping vessels, with the two clip appliers, after releasing some of the clips, the device locked and would not fire any clips. Another device was used to resolve the issue in order to complete the case. There was no patient injury.